Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain and chronic low back pain. It was reported that the stimulator had been removed. Her device was removed because it caused a lot of residual stimulation pain after the stimulation was turned off and it still causes it even now after its removal. At first it lasted two to three days, and then it was all the time. The manufacturer representative had adjusted it a couple of times, three or four at most, and had been aware of the residual stimulation pain not long after implant. The stimulator was explanted in (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.